Manufacturer narrative:
Vyaire medical file identification:(B)(4). Equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator was indicating that the exhaled tidal volume was double or more than the set tidal volume. The respiration rate also dropped to 9 per minute when the unit was set at 16 on simv (synchronized intermittent mandatory ventilation).at this time, there is no information regarding patient involvement associated with the reported event.